Event description:
It was reported that customer received a minimum fill notification while attempting to load new insulin cartridge, and initial attempts to reload same cartridge did not resolve issue. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support, removed pump from case, cleaned connection area, and after guidance on proper filling and loading technique successfully loaded new cartridge onto pump and resumed insulin, with no additional outcome information reported.